Manufacturer narrative:
Due to character limit e1 full event site name- (B)(6) medical center. Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient, cardiosave intra aortic intra balloon pump(iabp) fiber optic sensor failed. There was no harm or injury reported.

Manufacturer narrative:
Updated fields- b4,g1(contact person-mfg site), g3, g6, h2, h6 codes (investigation types, findings, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the failure but were able to find the error logged in the system. The unit was calibrated and passed all functional and safety tests and was returned to customer.

Event description:
N/a.